Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: the keypad was found to be intact; no damage was observed. All of the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The contrast button was hard to press and required increased force to engage. The keypad cover was removed and contamination was found under all of the key contacts. During evaluation the pump powered on with no auditory sounds during start up. During testing, a failed electrical connection was found in the audible alarm circuit. The height of the piezo pins were found to be out of adjustment. When the pins were re-adjusted, auditory tones returned. Unrelated to the complaint, the battery compartment was observed to be cracked at opening of battery chamber. No loss of power occurred. There was no evidence of moisture damage observed in the battery compartment. Also unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.